Event description:
Reportable based on analysis completed on 24oct2024. It was reported that a versacross connect access solution was selected for use. During preparation, the physician noted that the distal tip of the dilator was damaged upon opening the package. The dilator was replaced, and the procedure was completed successfully. No packaging issues were noted. No patient complications were reported. The device is expected to be returned for analysis. The method the device was removed from the packaging did not have caused the damage. No difference in user or how the replacement device was removed from packaging/handled compared to the damaged device. The dilator was not reshaped prior to damage being noted. However, analysis revealed the material has been displaced from outer surface of tip of the dilator, creating a flap.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the versacross dilator was visually inspected; material has been displaced from outer surface of tip the dilator, creating a flap and some tip ovalization on one side, thus it failed the test. During the reproduction failure test, it was possible to recreate the damage during the sheath insertion along with excessive force. Also, in the same test associated with packaging design, the tip damage can present itself if excessive force is used when removing from packaging, and also the tip damage can present itself if the tip contacts a sharp tool/object in the clinical environment (e.g. Scalpel). The reported allegation of damage dilator was confirmed.